Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which the patient experienced a hypoglycemic event. The day of the event the patient was sleeping and their sun was unable to wake them up and they had lost consciousness. The cgm reading was 66 mg/dl, and when a fingerstick was taken the blood glucose reading was low (no specific reading reported). The patient was treated by their son with sugar. The patient regained consciousness and declined any further assistance. No further treatment was reported to be needed. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
B5 describe event or problem - additional b6 relevant tests/laboratory data,inclu - correction h2 correction/additional information h6 medical device problem code - correction h6 type of investigation - additional h6 investigation findings - correction h6 investigation conclusion - correction

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported that the patient experienced a failure to alert after which the patient experienced a hypoglycemic event. The low alert threshold was set at 80 mg/dl. The day of the event the patient was sleeping and their sun was unable to wake them up and they had lost consciousness. The cgm reading was low, and when a fingerstick was taken the blood glucose reading was 35 mg/dl. The patient was treated by their son with sugar. The patient regained consciousness and declined any further assistance. No further treatment was reported to be needed. At the time of the report the patient was stable. No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.